Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system speaker does not work. The fse replaced the customers device speaker to resolve the user's issue. The philips field service engineer (fse) confirmed the customers device issue and performed service of a system speaker replacement to resolve and the customer's issue. Reporting address state (B)(6).

Event description:
The customer reported that the speaker does not work well. The device was not in use on a patient at the time of event, there was no adverse event reported.